Event description:
(B)(4) clinical study. Same case as: 2134265-2010-05161, 2134265-2010-05162. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the mid right coronary artery (rca). The target lesion was 99% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with predilation and placement of overlapping 2.5x12mm and 2.5x16mm taxus liberte stents. Residual stenosis was 0%. Lesion 2 was located in the 1st diagonal. The target lesion was 80% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with direct stenting using a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Four days post index procedure, the patient experienced myocardial infarction. A target vessel reintervention was performed.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient presented four days post procedure with abrupt onset chest pain and also experienced stent thrombosis of the diagonal requiring intervention. The procedure consisted of minipress technique at the left anterior descending diagonal bifurcation. Thrombectomy was performed with some improvement, followed by angioplasty in the diagonal. However, there was still significant residual thrombus in the diagonal. A 2.5x23mm promus stent was then advanced into the diagonal and deployed. The entire stented segment was then treated with post dilation, crushing the previously placed stent in the native lad against the wall. Following treatment to the diagonal artery, a 3.0x15mm promus stent was placed in the mid lad. There was still significant residual thrombus in the diagonal. A non-bsc wire was attempted to cross the lesion and failed. Next, a pt2 wire was used but was unsuccessful. Finally a non -bsc wire was used to cross the diagonal. A kissing balloon angioplasty was performed with minimal change in the final result. The procedure was aborted with timi flow 3 noted. No evidence of stented dissection, guiding catheter dissection, guidewire perforation, bleeding, or thrombus formation was noted. A coronary bypass graft (CABG) surgery was recommended; however due to the patient taking prasugrel, it was determined to wait a few days due to risk of bleeding. Nine days post index procedure, although the patient was scheduled for CABG, the patient developed chest pain. Electrocardiogram performed was consistent with st elevation suggesting occlusion of the diagonal and cardiac catheterization was recommended. Initially a non-bsc wire was used to try to cross the lesion, however, it failed to cross. A pt2 wire was also attempted which failed to cross the lesion. An intervention was performed with a non-bsc wire. Treatment consisted of balloon angioplasty and aspiration thrombectomy of the diagonal. Additional angioplasty resulted in brisk flow in the lad and diagonal. The patient had no chest pain and st segments were completely resolved to baseline. In (B)(6) 2010, 11 days post index procedure, the patient experienced cardiac chest pain and underwent CABG. The patient was discharged 6 days later on aspirin.

Manufacturer narrative:
(B)(4).